Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.0 and 29.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned smart coil revealed that the embolization coil unable to detach when actuating the handle. During the functional test, the smart coil was attempted to be detached using a demonstration handle. However, the embolization coil did not detach from its pusher assembly and pulled back into the microcatheter. The root cause of the reported inability to detach could not be determined. While removing the returned device from the demonstration microcatheter, the embolization coil detached within the microcatheter. Further evaluation of the returned device revealed that the embolization coil had offset coil winds and the pusher assembly was kinked. If the device is returned without its sheath to protect the embolization coil, damage such as offset coil winds may occur. The kinks likely due to forceful manipulation during use. The non-penumbra microcatheter and handle referred to in the complaint and the smart coil introducer sheath were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00876.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed five smart coils and four non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil into the target vessel and used a handle to detach it. However, while attempting to slide back the handle slider, the smart coil was pulled back into the microcatheter. The smart coil had not detached and therefore, was removed. The procedure was completed using another smart coil, the same handle, other coils and the same microcatheter. There was no report of an adverse effect to the patient.